Manufacturer narrative:
The product was returned for evaluation, and subsequent testing verified the complaint. However, the underlying cause could not be determined. Per the initial evaluation, the drive arm tube was torn by the weld by the side frame, and the horseshoe was bent. An expanded evaluation was performed. The expanded evaluation report confirmed that the left portion of the lift tube was fractured where the tube was welded to the horseshoe spring. Additionally, the rail frames were bent. Should additional information become available, a supplemental record will be filed.

Event description:
Provider states a weld on the foot spring section is broken.